Event description:
The customer reported that when they attach the pump to a pc unit, it immediately alarms and displays the message ¿check IV set¿. There was no patient involvement.

Manufacturer narrative:
The customer¿s experience with the pump module producing ¿check IV set¿ alarms was confirmed through review of the pump module event log and replicated during lab testing. During testing, the functionality of the pressure sensors was verified and the problem was isolated to the ail assembly. The cause is believed to be a poor connection of the flow stop emitter harness to the ail board, as after j4 was disconnect and reconnected, the alarms could not be replicated. Microscopic inspection of the flow stop emitter harness pins revealed white particulate/material and a film of dried residue, either of which may have acted as an insulator between the female and male pins at the j4 connection. It is believed that the friction caused by disconnecting and reconnecting j4, removed the insulating material and allowed proper electrical connectivity. Failure investigation (B)(4) documented the fact that ¿check IV set¿ alarms are generated by a failing or disconnect flow stop led emitter. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that when they attach the pump to a pc unit, it immediately alarms and displays the message ¿check IV set¿. There was no patient involvement.